Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, on (B)(6) 2008 patient underwent the following procedures: posterior spinal fusions, c4-5, c6-7. Posterior instrumentation c4 to c7. Local bone, bone graft matrix and rhbmp-2/acs. Preoperative, postoperative diagnosis: cervical foraminal stenosis status post previous fusion c4-5, c6-7. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.